Manufacturer narrative:
The devices were returned and analyzed. Sc-2316-50, (B)(4): the complaint was confirmed. Device analysis of the lead revealed 11 of 16 cables were fractured at the kinked section of the lead body where a clik anchor was placed, but no cables were exposed at the site. Sc-2316-50, (B)(4): the complaint was confirmed. Device analysis of the lead revealed that all 16 cables were fractured at the kinked section of the lead body where a clik anchor was placed, but no cables were exposed at the site. In addition one of cable was fractured / exposed near the retention sleeve. Sc-4316, lot# 20339942 and 19271312: device analysis of the clik anchor revealed one of the eyelets was torn without missing material.

Event description:
A report was received that the patient experienced a loss of coverage due to high impedances and lead breakage as a result of an unrelated fall. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model # sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient experienced a loss of coverage due to high impedances and lead breakage as a result of an unrelated fall. The patient underwent a lead replacement procedure and was doing well post-operatively.